Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient may have bumped her ipg area approx 2 weeks ago and since that time, she is experiencing uncomfortable pocket stimulation when utilizing a particular program.